Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming with a red screen and error code 46876. They instructed to open/close battery door. Once powered on, it alerted to fully remove and reattach cassette. Clamp was closed and cassette was reattached. Pump then alerted 'patient data and settings lost'. They also thought the cassette appeared empty. They explained it can be difficult to see the fluid remaining, but they were sure it was empty. Drug was 5fu. They stated they had approximately 22 hours remaining. They were not able to obtain settings due to alarms. The event occurred while in use with patient at patient's home. There was no harm reported.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.